Event description:
Report received that the scalpel blades broke during approximately 5 orthopedic total joint arthroplasty procedures. The blades were used with a long #3 handle. They broke at the area where the blade attaches to the blad handle. Some broke with the initial incision; others broke later during the procedure. The blades were easily retrieved and no adverse patient effects occurred. No additional information was available.

Manufacturer narrative:
The blades that broke during the surgical procedures were discarded and are not available for evaluation. Representative samples have been sent to the manufacturer for evaluation.